Event description:
It was reported that wire damage was found. Upon opening the package, it was noted that "the wire was not coated partially." Further follow up provided that part of the polymer jacket was missing, and the nitinol core was exposed. This device was never used on the patient, and the procedure was completed with a different device. Patient status was reported as 'stable.'

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.